Event description:
It was reported that during a novasure procedure on (B)(6) 2024, the physician removed the novasure from the patient and noticed a hole in the underside of the array. The physician reported that no errors were reported during the procedure and that the ablation lasted 1:20 minutes and a procedure completed screen was received. Physician reported that the novasure was cold and that no evidence of the uterus being treated was observed. The physician examined the cavity for any residues, and nothing was found. The physician asked if a 2nd ablation could be performed but it was considered off label use. The physician decided to perform a second ablation which was successfully completed without incidents. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.